Event description:
This case was reported by a consumer (patient's daughter) and described the occurrence of cancer in a (B)(6) female patient who received poligrip extra strength (formulation number (B)(4)) for denture adhesion. A physician or other health care professional has not verified this report. On an unknown date, the patient started poligrip extra strength (dental). On (B)(6) 2010, the patient experienced cancer. The reporter stated that her mother was recently diagnosed with cancer and was undergoing chemotherapy treatment. She was unsure of how often the product was applied but stated that she did not think she used it on a daily basis. This case was assessed as medically serious by gsk. The patient was treated with cancer chemotherapy (chemotherapy). At the time of reporting, the event was unresolved. Poligrip extra strength is mfg in (B)(4) and is marketed under the trade name super poligrip ultrafresh in the us. The lot # for this product is available (lot # x09071a). It was unk if the prod will be returned for quality assurance testing. Case (B)(4).